Manufacturer narrative:
Product analysis: at analysis it was determined that the stylus tip was cracked but remained functional. The touch screen coating was damaged so some positions on the screen cannot be reached. The bezel was cracked in several places. The keyboard slide rails left and right were broken. The keyboard upper cover was worn. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventative maintenance. The programmer was returned for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.